Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the company representative regarding a patient receiving morphine 20mg/ml at 1mg/day and bupivacaine 2mg/ml at .06mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient was in the or (operating room) for pump replacement for battery nearing eol (end of life). The patient stated the pump was moving around in pocket recently as well. When the old pump was removed, the catheter pump portion was clearly kinked and there was a lot of extra catheter in the pocket. The pump portion was wound up and kinked in the pump pocket. The physician removed the old pump segment as well as some of the spinal segment. They then added a new pump segment and connector. The catheter was aspirated and had good flow. The new pump was prepped and filled and replaced. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.